Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: just for clarification, did the device fully cut and partially staple? Did the device partially fire (started to staple and cut but could not be completed)? Did the post-operative care change based on the delay waiting for the second instrument to arrive? If yes, please explain.

Event description:
It was reported that during a rectosigmoidectomy procedure, the stapler had mechanical failure and according to the surgeon¿s account, he stapled half of rectum and tore the other half. The surgeon asked for another similar stapler to staple the previous half tore and unfortunately the hospital did not have more units of the product. As the missing was identified, the hospital started calling other hospitals requesting stapler loan. The surgeon mentioned the surgery contamination due the waiting forty nine minutes until the new unit received. Another like device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Additional information: the analysis results showed that the cs40g device was received in good visual conditions and with a reload loaded in the device. The reload was received void of staples, with the washer uncut and with the knife recess below the reload deck. This condition is consistent with the device being partially activated. As a result of the partial firing the lockout was engaged when the device was reopened. Do not fire the instrument unless the closure trigger is properly latched against the handle. The firing trigger must be pulled back completely against the closure trigger to properly fire the instrument. In addition if the firing sequence is not complete, you could deploy the staples without cutting the washer. Please reference instructions for use for additional information. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.